Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. After a non-bsc guidewire crossed the lesion, a 38x2.50mm promus premier drug-eluting stent was advanced over the wire; however, friction resistance was encountered and the stent delivery system became stuck on the wire and failed to be delivered. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.